Manufacturer narrative:
5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibited high thresholds, oversensing, variable capture and intermittent loss of capture. The patient recently had a device upgrade from an implantable pulse generator (ipg) to a cardiac resynchronization therapy defibrillator (crt-d). There were no ra lead performance issues observed with the previous ipg. A connection issue between the ra lead and the crt-d was suspected. The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.